Event description:
It was reported that after a procedure, a hole was discovered in the top of the ultrasound probe cover. This left the probe cover exposed. No patient complications have been reported as a result of this event.